Event description:
Discovered stryker pain pump ii leaking at the seams after placing on patient.====================== manufacturer response for pain pump, pain pump ii======================the sales rep said to under-fill the reservoir in order to prevent leaking. We do not see this as a viable solution to the issue.